Event description:
We performed a shoulder arthrogram. Two days later the patient called complaining of a pruritic rash. We asked him to come see us. He had an impressive maculopapular rash in the same pattern as the chloraprep. We contacted the referring service (ortho) and decided to arrange an urgent dermatology appointment (urgent to exclude infection). Dermatology diagnosed him with contact dermatitis to chloraprep. This is the first case we have seen, and (at a minimum) report this in case it is related to a "batch of chloraprep." Please let me know if I need to pursue this any further.